Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after implantation of the 3.5 x 38 mm xience xpedition stent in the heavily tortuous, moderately calcified, 90% stenosed, mid circumflex artery, an edge dissection was noted. A different xience stent was used as treatment. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Device was discarded. Not available for evaluation. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in electronic instructions for use everolimus eluting coronary stent systems, xience xpedition, as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.